Event description:
It was reported that in 2003 the patient was treated for barretts esophageal with the device. The following month patient called and stated they were having pain with swallowing and appetite. Patient was scheduled for upper endoscopy with dilation 2 days later. Patient was scoped 2 days later and dilated to 48 f dilator, depomedrol 20 mg injection in 4 sites along the stricture, total of 80 mg. Patient is eating and drinking without difficulty on the next day.